Event description:
Caller reported an issue with the continuous glucose monitor (cgm) error, specifically error 42, associated with their pump. There was no adverse impact to the customer¿s blood glucose level. Technical support instructed the caller through resetting the pump, but the error persisted, leading to the decision to replace the pump. The customer was instructed to use multiple daily injections (mdi) as a backup therapy for insulin delivery. Technical support confirmed the shipping address for the replacement pump, provided instructions for returning the faulty pump, and explained the steps to be taken with the new pump. The customer understood these instructions.